Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with (B)(4) units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Reportedly, the customer did not take action to resolve high bg.